Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported: sherlock piece of our machine is no longer functioning. Biomed came up to take a look and has confirmed that there is nothing they are able to repair for us. Team were able to place and confirm piccs yesterday, however, the readings weren't reliable (showing tip was much higher than it actually was), so they chose to stop using. Customer reported going back to having portable x-rays to confirm placement.

Event description:
Customer reported: sherlock piece of our machine is no longer functioning. Biomed came up to take a look and has confirmed that there is nothing they are able to repair for us. Team were able to place and confirm piccs yesterday, however, the readings weren¿t reliable (showing tip was much higher than it actually was), so they chose to stop using. Customer reported going back to having portable x-rays to confirm placement.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate readings was confirmed. The sensor failed incoming functional ECG testing. The root cause of the failure was identified as a failure with the sensor pcb component u910. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to refurbished inventory. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.